Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Instruments that have experienced extensive use or excessive force are susceptible to fracture." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04737 / 04738).

Event description:
During an acl reconstruction while drilling the femoral tunnel, the instrument tip fractured off into the patient's femur and was retrieved.